Manufacturer narrative:
Follow-up #1: date of submission 20-feb-2018 - device evaluation: the pump has been returned and evaluated by product analysis on 24-jan-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The current black box showed no evidence of intermittent power. The pump intermittently powered up with the returned battery cap. The returned battery cap threads were damaged. A test battery cap was used for all testing. The battery compartment was cracked in the thread area and below the grip pad. The battery compartment threads were damaged. No evidence of moisture contamination was found in the battery compartment. The pump was run for 24 hours with a test battery cap and no power losses, reboots, or call service alarms occurred.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked, the yellow o-ring was visible, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.